Event description:
It was reported that packaging does not include stickers with barcode, code, and lot# to be used by healthcare professionals and to include in the clinical records of the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.